Event description:
My tms tech incorrectly performed transcranial magnetic stimulation on me and caused me to have the first seizure of my life. He raised the intensity of the machine so high that it caused full body convulsions and intense jaw clenching. Tms therapy to my knowledge has only been cleared by the FDA to be performed on the left side of the head. My tech said he did it bilaterally, and towards the right side of my head. When I asked him how he got insurance to cover it, he said "I just don't tell them I treat both sides." I feel as though he is a danger to pts and should not be allowed to product this procedure at all. I now suffer from several health issues that I did not have before. In addition, he is knowingly committing insurance fraud by billing my insurance for a procedure that's not supposed to be done.